Manufacturer narrative:
The patient's dob and weight are unknown. This information was not available from the facility. Although the separated portion of the shaft occurred outside of the body, this is being reported as a conservative measure. Recurrence of the shaft separation could result in vessel obstruction, possible myocardial infarction, or may require surgical intervention. No patient injury. Patient information regarding relevant tests/laboratory data are unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. The shaft separated approximately 6" from the distal strain relief and the rx port was lacerated. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt device was used in a patient with severe coronary artery disease. During delivery to the heavily calcified lad lesion, resistance was noted. Upon removal, with the distal portion still in the patient, the shaft separated at the proximal end near the hub (outside of the body). No piece of the angiosculpt device was retained in the patient. The vessel was too calcified that no other treatment was available. The site does not perform atherectomy; therefore, the procedure was cancelled.